Event description:
It was reported that the customer's insulin pump alarmed every time a prime is performed. It was stated that the piston continues to move forward after it makes contact with the reservoir, and insulin squirted out. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a flush/loose drive support disk.